Event description:
It was later reported the entire system was removed. The hospital does not want to release the tip of the catheter with the tissue at this time. Due to the patient's and history of several back surgeries the patient went to an in house rehabilitation facility. She was to be discharged the previous week and would continue with physical therapy at home.

Event description:
It was reported that an inflammatory mass was seen, per MRI, at the tip of the patient's catheter. The patient had presented with decreased pain relief and sleepiness, one week prior. The patient's dose was being titrated over the previous several weeks for surgery to remove the spinal catheter segment, which was scheduled for (B)(6). Eleven days later, it was reported that the plan was to explant the spinal catheter segment and tie off the remaining segment. The physician would come back later to explant the remainder of the system and implant a new system. It was stated that the physician did not want to fill the pump with saline. The patient was scheduled for a pump refill and the physician intended to continue filling it with the narcotic until the surgery. Additionally, it was noted that the MRI where the granuloma was seen took place on (B)(6). The drug used in this system was dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).